Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly there is a burr on plate. It was noticed by the distribution staff upon receipt.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record has been requested. Placeholder.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates visual inspections noted a long burr. It is possible that the burr was caused due to a worn out milling tool. This failure may have occurred through the process of cutting the plate off the base material. As a result, the test instructions for visual control has been updated. A determination for an internal correction action has been opened to address the root cause of the issue. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.